Manufacturer narrative:
Product event summary: data files were returned and analyzed. One image file and three log files were returned from the field. The image file showed a voltage map with pulse field energy to ablate the left inferior vein and right superior vein. The log files were analyzed, and timestamps/errors were observed. In conclusion, the reported clinical issues cannot be assessed through data analysis. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a redo pulmonary vein isolation (pvi) procedure with suspected atrial tachycardia, the sphere 9 catheter was used for mapping and pulsed field ablation, and additional catheters and sheaths were utilized for access and ablation. The patient was stable during the procedure under general anesthesia, and no signs of complication were noted at that time. Post procedure, the patient became unstable, and a transthoracic echocardiogram revealed pericardial fluid accumulation. Cardiac tamponade and pericardial effusion were identified. The patient was returned to the operating room, and a pericardial drain was performed, extracting approximately 1.2 liters of dark blood until the bleeding stopped, as confirmed by transesophageal echocardiogram checks. The patient experienced temporary injury due to tamponade and required extended hospitalization in intensive care. The location and source of the tamponade could not be determined. No further patient complications have been reported as a result of this event.